Manufacturer narrative:
Two photos were provided which shows liquid inside the injector piston, no fluid is observed outside of the injector. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, as the lot involved in this incident is unknown, a device history review could not be performed. Based on the quality team's investigation and information reported, a root cause related to the manufacturing process cannot be identified at this time. The liquid observed within the piston is likely due to pressure exerted on the product without the injector being properly mated to a connecting device.

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.

Event description:
Verbatim: fluid chemo trapped inside the injector.